Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that in the patient's merlin.net transmission that the right ventricular (rv) lead was over-sensing noise, which was reproducible through isometric testing. The patient had no adverse consequences.